Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event all pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2018 he noticed ¿pain and swelling¿ of his arm where the sensor was inserted. Customer self-presented to a hospital where he was diagnosed with an infection and treated with unspecified antibiotics. At the time of the call, on (B)(6) 2018, customer was still in the hospital. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. It was further reported that on september 9, 2018 he noticed ¿pain and swelling¿ of his arm where the sensor was inserted. Customer self-presented to a hospital where he was diagnosed with an infection and treated with unspecified antibiotics. At the time of the call, on september 14, 2018, customer was still in the hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which this complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No malfunction or product deficiency was identified.